Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bronchoscopy. Concurrent conditions included obesity, dizziness and menorrhagia. Concomitant products included nsaids from (B)(6) 2015 to (B)(6) 2018 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), abdominal pain ("abdominal pain"), depression ("psych injury/depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on(B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, depression, headache, weight increased and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepant information about device insertion date mentioned : 2015 (as per summons), (B)(6) 2015 and (B)(6) 2015 (as per pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion; on (B)(6) -2016: essure confirmation test(s) (unspecified) bilateral occlusion; on (B)(6) 2016: impression: incidentally noted on the skin of the patient's left calf was the presence of varicose veins which the patient states her symptomatic a left-sided venous insufficiency exam for varicose veins is available if indicated. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event outcome were updated to recovered for event pelvic pain. Event genital hemorrhage was updated as non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and back pain had resolved and the psychological trauma, menorrhagia, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: discrepant information about device insertion date mentioned: 2015 (as per summons) and (B)(6) 2015 (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion; on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received- new reporter, patient demographic lab data, events- "abdominal pain , gen. Abnormal bleed, psych injury" added. On 11-sep-2019: fu 2 and 3 process together. Pfs received- events- "dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), headaches, weight gain", lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids from (B)(6) 2015 to (B)(6) 2018 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("psych injury/depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, back pain and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, depression, headache, weight increased and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepant information about device insertion date mentioned: 2015 (as per summons), (B)(6) 2015 (as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion; on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs and mr received. Events added: abnormal bleeding (vaginal) and mental anguish event clubbed and pt term updated: psych injury/depression. Concomitant drugs and reporters added. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.